Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose 522 mg/dl. Customer current blood glucose was 401 mg/dl. Customer was not reporting any symptoms related high blood glucose. The auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.